Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant, the patient experienced dyspnea and a pneumothorax was found on x-ray. The pneumothorax was drained and the patient was given diuretics. The pneumothorax resolved several days later. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.